Event description:
On 6/26/91 an ipp device was implanted. On 10/30/92 the rear tip extenders were revised. On 1/15/97 the device was removed from the pt and replaced due to fluid loss-cylinders. Add'l lotno: 2767m 006, 1759m 003. Add'l serno: 2767m 006, 1759m 003.